Event description:
Procedure performed: laprascopic hernia. Event description: the device was being used when performing alf deacon - laprascopic hernia. Scissors failed to cut tissue. It did not jam, the jaws closed but did not cut the tissue. Surgeon then opened another pair of epix laprascopic scissors and completed the surgery with those. There were no changes in patient health resulting from the event. Device replaced with same model scissors and successfully completed surgery intervention: device replaced with same model scissors and successfully completed surgery. Patient status: no complications arose from the event.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit.  However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur. Correction: sections d4 and h4 are being updated as the lot number was confirmed upon evaluation of the returned unit.

Event description:
Procedure performed: laprascopic hernia. Event description: the device was being used when performing alf deacon - laprascopic hernia. Scissors failed to cut tissue. It did not jam, the jaws closed but did not cut the tissue. Surgeon then opened another pair of epix laprascopic scissors and completed the surgery with those. There were no changes in patient health resulting from the event. Device replaced with same model scissors and successfully completed surgery intervention: device replaced with same model scissors and successfully completed surgery. Patient status: no complications arose from the event.